Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the surgeon placed the device over a vessel and fired. The clip closed onto the vessel and he noticed excess bleeding. They removed the clip and saw it was offset and had "over-closed" and damaged the vessel. They opened up a second device and placed it on the vessel and fired. This time the clip fired but the device did not close the clip and just fired out an open clip. They had to convert the laparoscopic case to open.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with the jaws yielded and misaligned. Upon visual inspection, the lower shroud was observed to be cracked and damaged. See pictures. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed five scissored clips due to the misaligned condition of the jaws. Possible causes for the condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is possible that the damages at the lower shroud may have been caused by an excessive force applied on the instrument; however it could not be determined what may have caused this condition.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: note on form states that immediately after event, patient stable. Some answers to the questions from the band 7 nurse who was in the case: which firing did this occur on? During clipping of the vessel.. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes in the first instance. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Adrenal about 3-4mm. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Out of the patient to test. How was the procedure completed? Converted to open adrenalectomy. What were the patient¿s pre-existing conditions? N/a. Does the patient have any relevant history of surgical treatments? If so, what? N/a. Is the patient expected to have a full recovery? Yes. What is the patient¿s current status? Back in the ward. Was the conversion to an open procedure only caused by the difficulties with the device? Yes. Or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused this? None. Since there was bleeding - how much blood did the patient lost? Was a transfusion required? About 100 mls but no transfusion was given. Is the surgeon an experienced user of this product? Yes.